Event description:
The customer's mother reported that the customer's belt clip broke. The mother stated that the customer's blood glucose value was 422 mg/dl after eating ice cream. The mother stated they would be meeting with doctors to discuss recent highs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.